Manufacturer narrative:
Received one used list #142730490 plum 150 ml burette set with a partial separation at the semi-rigid adapter. The deformation on the area of the break is at a slight angle. The complaint of blue clave above burette leakage can be confirmed due to the partial separation observed. The probable cause is due to unintentional bending forces applied during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Additional reporter: (B)(6).

Event description:
The event involved a plum burette set where it was reported the blue clave above burette leaked. The event was noted during infusion of an unknown solution/medicine. There were no obvious defects noted on the tubing set burette clave breakage. There was no hole, cut, tears or any other defects noted. The tubing was replaced and therapy resumed. The products were stored in the air-conditioned room in the hospital and was not exposed in extreme temperature condition. There was patient involvement and no patient harm.